Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the pump continually beeps when the pump emits a call service alarm. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2017 with the following findings:a review of the black box and pump histories did not indicate any activity associated with the complaint. The pump powered on normally and was exercised for 24 hours with no issues. The pump¿s audible tones were found to be functioning normally. The complaint of beeping could not be confirmed or duplicated on investigation.